Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a black screen. A field service engineer assisted the customer in unplugging drawers to find the one preventing the station from booting up. The customer unplugged a full-height cubie drawer, and the station turned on. It was found that the drawer board needed to be replaced. The field service engineer determined that the full-height drawer prevented the station from turning on and replaced the drawer controller boards. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the device was down and will not power up. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.